Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error 130 and error 35 noted during testing. The motor was tested outside of the device and passed. Insulin pump passed sleep current measurement and active current measurement. Device was monitored and tested with no failed battery test noted. Pump error 63 alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm as well as pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was not passed. Customer was able to clear the alarm but not able to pump rewind. Customer assisted with displacement test and test results were found no issue. The insulin pump will be returned for analysis.